Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged insulin blocked alarm during priming found on 20-mar-2023. Pump error 63 variable 3 occurred during testing at 22-mar-2023 at 08:44:39.00. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump failed display test portion of self test due to pump error 63 variable 3. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms during priming noted during testing. Pump error 63 variable 3 was found during testing due to loosen joints on the u1chip on keypad assembly. Pump successfully downloaded to thus. No insulin flow blocked alarm found on or near the event date. The electronic assemblies and motor assemblies were inspected and found moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay. In summary, customers alleged insulin blocked alarm during priming was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow blocked alarms noted in pump history download. Pump exposed to moisture damage on pcba 1 and pcba 2. Pump error 63 was confirmed in the history files and through visual inspection where loose solder joints were found on the u1 chip on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had an insulin flow blocked anomaly, but no delivery or occlusion alert was triggered during priming, troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.